Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 405 mg/dl. Caller reported that high blood glucose began on the same day as phone call. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Caller reported that drive support cap appeared normal. Caller reported that there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Caller declined high pressure test. Caller was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.